Manufacturer narrative:
The delivery device was not returned to b+l for evaluation. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. There were no alerts, nonconformities, or excursions for bioburden, endotoxin, or sterilization testing. No excursions were found in microbial testing of the respective manufacturing area. Based on the available information, a root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed endophthalmitis five days after cataract surgery. The patient initially reported pain and sudden worsening in vision at the time of this suspected diagnosis. It was noted that the patient has pre-existing type ii diabetes, with insulin dependency. The patient was given 1 gtt ofloxacin 0.3% and 1 gtt betadine 5% both pre-operatively and intra-operatively. During surgery, an anterior vitrectomy was performed due to a ruptured posterior capsule, which was noticed during the phacoemulsification phase of the surgery. The original procedure originally lasted more than 30 minutes. Post-operatively, the patient was given instructions to take 1 gtt ofloxacin 0.3% (4 times a day for 7 days) and 1 gtt durezol 0.05% (2-4 times a day for 14 days). The slit lamp findings were described as: "flat anterior chamber [with] 30% hypopyon and fibrin tinting - cannot ID pupil. Iris atrophy @ 9:00." In regards to the bcva decrease, the doctor described "uncorrected va count fingers 3 ft. Final rx not yet given." The results from the culture and sensitivity tests revealed endophthalmitis. In regards to treatment, the patient was given intravitreal injection therapy on the date of onset, followed by "vitreo-retinal surgery pars plana vitrectomy (ppv), anterior chamber (ac) iridectomy" three days later. The likely root cause of the endophthalmitis is unknown. The prognosis was described as "overall, significant improvement post ppv. Infection well treated and aqueous midsection resolved. Iop normal and patient symptomatically better. Corneal edema gradually improving. Continuing topical gtts and observation." This report is for the lens inserter used during the original surgery.